Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient had a revision including the catheter on (B)(6) 2015 and was totally explanted on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider regarding a patient who's pump and catheter were replaced on (B)(6) 2015. Post-operatively, the patient developed headaches accompanied by an elevation in erythrocyte sedimentation rate (esr) which on (B)(6) 2015 was 45 and c-reactive protein (crp) was 3.7. The crp was as high as 12.7 on (B)(6) 2015. The patient continued to smoke through all this. The patient's dose was reduced on (B)(6) 2015 and the pump system was explanted. The csf was culture positive on (B)(6)2015 with (B)(6).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the infusion system was removed on (B)(6) 2015 due to an infection. Symptoms the patient experienced included headache. Troubleshooting included a cerebrospinal fluid (csf) culture and blood work (results were not provided). The cause of the catheter issue was not determined and the patient was "doing fine". It was noted the pump and catheter serial number involved with the 2014 withdrawals, meningitis, catheter issue, and spasm/pain was the 8780 catheter ((B)(4)) and pump ((B)(4)); however this information regarding the 2014 withdrawals, meningitis, catheter issue, and pain/spasm was reported in manufacturer report number (#3004209178-2016-19551) with the patient's previous device system. Further follow up is being conducted to clarify this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.